Event description:
It was reported that a beta bionics ilet user's sensor was dead during a hyperglycemic episode that reached a peak of 400 mg/dl blood glucose (bg). The user placed a new sensor that failed even with troubleshooting. The user treated a previous low with juice and spaghetti. The user does not have a bg meter that reads other than high, so the 400 was entered into the ilet. The user was advised further training to learn better management. There was no further intervention required for the reported event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.